Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the guidewire would not go through and catheter would not flush before placing in patient. The iab was discarded and obtained another catheter was used. The second catheter performed without issue and inserted in to patient without difficulty. There was no reported injury to the patient.